Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention (n=29) devices were tested with in-house drug free donor urine; all results were negative at read time. No cocaine (coc) false positives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer in (B)(6) reported potential false positive cocaine result with the (coc/amp/mop/bzo/bup)multi-drug one step 5 drug screen test panel vs. The result from reference lab gcms of zero cocaine. No specific patient information was available. Customer only indicated the 'cocaine' patient was either on nothing or different medications.